Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery and has been giving herself manual injections because her blood glucose level was high. Customer's blood glucose level was 497 mg/dl. She was nauseous. The infusions set had a bent cannula. The device was not returned.